Manufacturer narrative:
The electrode lot number was 31244547 with an expiration date of 20-mar-2026. The field service engineer inspected the tubing and found it to be okay. He found crystallization on the edges of the snappak, which was replaced. He performed daily cleaning, a conditioning cycle, calibration, and qc. The customer replaced the electrodes. A reproducibility test was performed, and the results were consistent. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the electrolyte analyzer w/o starterkit 9180. Example 1 initial result was 115 mmol/l, and the repeat results were 136 mmol/l and 137 mmol/l. Example 2 initial result was 114 mmol/l, and the repeat results were 115 mmol/l and 141 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. However, the issue appeared to be resolved after the service visit.